Manufacturer narrative:
Stryker evaluated the device and was unable to duplicate the reported event. Technician observed the battery was low and was replaced to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report that their device was not turning on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
There was no patient involvement.

Event description:
The customer contacted stryker to report that their device was not turning on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.